Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the UK alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Review of the customer provided data identified the following: patient 1: the alleged sample initially generated a positive result for sars-cov-2, influenza a and influenza b. The same sample was retested and yielded a negative result for all targets. Patient 2: the alleged sample initially generated a positive result for sars-cov-2, influenza a and influenza b. The same sample was retested which yielded a positive result for sars-cov-2 and negative result for influenza a and influenza b. It is unknown which results were reported. No harm has been reported. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Facility name: (B)(6), point of care pathology department level minus 2, the facility's full name has been truncated due to character limitations. (B)(4).

Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. A root cause could not be identified. Possible causal factors may be sample processing/handling related. Review of the pcr curves for these two runs shows no abnormalities typically associated with an erroneous result. True amplification is observed for all target channels which were called positive for both runs. (B)(4).